Event description:
Pt did an injection last night at 10:45pm and counted to 15 (mississippi) to make sure she got all of her medication. Her injection was in her buttocks / hip / back area so she couldn't see the window. Not all of the medication was dispensed. This is the 2nd time this has happened. This happened several months ago. It sounds like it is the whisperject device. I am having her call mylan to see about getting a new whisperject as it has been less than a year and I cannot replace yet. I am having her call the MFR. She doesn't have the pfs that she did injection w/ last night.